Manufacturer narrative:
Patient: pt outcome was not provided by the reporter. Device: migration is labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; follow-up guidelines. At this time there is no indication that a design or process induced failure of the device resulted in migration. User error/technique resulted in the coda pushing the iliac leg into the aneurysm. Migration was resolved with placement of an additional iliac leg. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk migration is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure although aneurysm was developed at left common iliac artery. Moreover, hyperpiesia was observed. The physician planned to extend the iliac leg into left external iliac artery after left internal iliac artery embolization due to aneurysm development of left common iliac artery. After stent grafts were placed as prescribed, ballooning with a coda balloon catheter was performed. Confirmatory angiography revealed type I endoleak. When the physician attempted to secure the graft with the coda balloon catheter again, the tip caught the left iliac leg but the catheter was advanced furthermore. Because of that, the left iliac leg migrated into aaa. Additional iliac leg was placed inside the left iliac leg and extended into left external iliac artery with certainty. The procedure was completed since no endoleak was observed. The pt's condition is unk after the procedure since it was not provided by the reporter.